Event description:
The manufacturer received information alleging a trilogy evo o2 ventilator does not power on. There was no serious patient harm or injury that occurred or was reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging a trilogy evo o2 ventilator does not power on. There was no serious patient harm or injury that occurred or was reported. During evaluation of the device at the manufacturer's service center, the service technician states that it was possible to during the power on / off, but it was confirmed that it would not respond unless the power button was pressed firmly. It is noted that no errors indicating a device malfunction were found in the device's error logs. It was determined that the cause was the response of the power button. The service technician states that the front panel was replaced to resolve the issue. Final testing, battery check, valve check, run in testing, and cleaning were performed. The unit operated properly.